Event description:
According to the initial information received, multiple defects were present that required multiple devices to successfully treat the patient. Initial closure of one of the defects was attempted with an 8mm and 12mm amplatzer muscular vsd occluders (muscvsd). However, these devices limited the function of the mitral valve and were recaptured and removed from the body. This defect was not treated. A 14mm muscvsd was also attempted to close another defect and was released from the delivery cable. At that time, it was apparent that the device limited the function of the mitral valve. The device was subsequently snared, recaptured and removed from the body. A 12mm muscvsd device was successfully placed with no issue.

Manufacturer narrative:
The 14mm muscvsd was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.